Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. The patient condition was stable.